Event description:
Patient has been in the hospital for chf related problems since implant of device and is very ill. The device was checked one month post-implant and loss of capture was observed. X-ray revealed that the lead tip had completely penetrated the myocardium and was touching the diaphragm. It was decided not to invasively treat the lead perforation at this time since the patient is in a dnr state. Pacing and hv therapy has been disabled. Lead remains implanted.

Manufacturer narrative:
Na